Event description:
While troubleshooting a wash 1 reservoir issue on an advia centaur xp instrument, the customer reported that smoke and a burning smell emitted from the instrument. As a result, the customer turned off the instrument. There was no harm to the operator and there was no impact to patient results. The operator was wearing personal protective equipment (ppe). There are no known reports of adverse health consequences due to the event.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) to report that smoke emitted from advia centaur xp instrument when they were troubleshooting a wash 1 reservoir issue. The customer turned off the instrument. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse observed that wash 1 fluid dripped onto the connector and printed circuit board (pcb). As a result, the cse replaced wash fluids 1 and 2 cables, pinch valve assembly, capacitance sensor assembly, and wash fluid intercon xpt pcb. Then, the cse ran diagnostics and daily cleaning, which recovered acceptably. Instrument was fully operational. No further evaluation of the device is required.

Manufacturer narrative:
Siemens filed initial MDR 2432235-2022-00066 on 08-mar-2022. Additional information (25-mar-2022): siemens further investigated the issue and determined that wash 1 fluid splashing on the printed circuit board (pcb) and connector potentially contributed to the event. The instrument is performing according to specifications. No further evaluation of this device is required.